Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery near the bifurcation via a 5f sheath (model unknown). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure when it was at the arteriotomy. The patient was converted to approximately 10 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1212901) indicated that the device lot met all established performance criteria prior to shipment.